Event description:
It was reported that the pt visited the clinic on (B)(6) 2011 due to a decrease in hearing sensation. Testing carried out on the day shows 7 electrode channels in status hi.

Manufacturer narrative:
The device has not been explanted yet. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.